Manufacturer narrative:
Reason for reoperation: exchange due to patient's concern with textured product. Upon receipt of additional information from the physician it was confirmed the patient does not have bia-alcl.

Event description:
Healthcare professional reported left side exchange due to patient's concern with textured product. Device remains implanted. Per follow-up with the healthcare professional, it was determined the patient does not have bia-alcl.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast implant associated anaplastic large cell lymphoma.

Event description:
Healthcare professional reported left side removal due to ¿breast implant-associated anaplastic large cell lymphoma.¿ pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Device remains implanted.